Event description:
User received discrepant total protein results. Eleven pt examples were provided. Pt 1, initial result 13.7 g.dl, repeat 7.3 g/dl. Pt 2, initial result 14.3 g/dl, repeat 7.7 g/dl. Pt 3, initial result 14.7 g/dl, repeat 3.5g/dl. Pt 4, initial result 11.1 g/dl, repeat 0.5 g/dl. Pt5, initial result 10.8 g/dl, repeat 6.4 g/dl. Pt 6, initial result: 12.5 g/dl, repeat 6.9 g/dl. Pt 7, initial result 14.0 g/dl, repeat 3.8 g/dl. Pt 8, initial result: 14.4 g/dl. Repeat 7.8 g/dl. Pt 9, initial result 14.2 g/dl, repeat 7.7 g/dl. Pt 10, initial result: 10.6 g/dl, repeat 6.1 g/dl. Pt 11, initial result: 14.7 g/dl, repeat: 4.4 g/dl. No info provided to determine if results were used to guide therapy. The field service rep found the reagent probe and rinse mechanism were dirty and the reagent probe was out of alignment. He also noted the us mixers were not set to right frequency. He decontaminated and aligned the sample probe, cleaned the rinse mechanism, and set the mixers to the correct frequency. Performance tests performed which were within spec.